Event description:
It was reported that during a lap cholecystectomy, a teardrop-shaped clip was formed at the 1st firing. The device was fired on the biliary duct which was ligated because of its thickness. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the clip fully advanced into the jaws prior to firing?---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one unformed clip was fed due to the antibackup feature was non-functional and then, it locked out as intended. In order to evaluate the device's internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring was found out of position causing the antibackup failure. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.